Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of "low" (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) on (B)(6)2019 at 12:18:24 pm. Blood glucose (bg) of 40-50 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6)2019 from 2:43:25 am to 12:23:24 pm. Cgm alert 1 (cgm low alert) was annunciated. A tubing fill of size 13.8 units was observed on (B)(6)2019. On (B)(6)2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6)2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided; cause was unknown. Contact provided juice and fruit snacks to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.